Manufacturer narrative:
Unit passed displacement test and self test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error 63 alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin 1 on u1 keypad assembly. Unit received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery compartment was cracked. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.